Manufacturer narrative:
Reported event: an event regarding a software error involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿case number: (B)(4) - mps (B)(6) reported green not going away during cutting.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. The field engineer reported: case number: (B)(4)., work order: (B)(4). Problem reproduced? No work performed: per factory engineering, replaced cpci assy. Performed system check out. Performed mock case using sawbone. All test passed. Work order deposition: system investigation completed successfully as per service manual. All system checks and tests passed; system is ready for use. Product history review: review of the device history records associated with rio 416 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for tka software - software error. The complaints are pr: (B)(4). Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software. Device not returned.

Event description:
Case number: (B)(4) - mps reported green not going away during cutting. Case type: tka.

Manufacturer narrative:
Update to b2, executive summary and d2. Reported event: an event regarding a software error involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿(B)(6) - mps reported green not going away during cutting.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. The field engineer reported: problem reproduced? No. Work performed: -per factory engineering, replaced cpci assy. -performed system check out. -performed mock case using sawbone. -all test passed. Work order deposition: system investigation completed successfully as per service manual. All system checks and tests passed; system is ready for use. Product history review: review of the device history records associated with rio 416 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for tka software - software error. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened.

Event description:
(B)(6) - mps reported green not going away during cutting. Case type: tka.